Event description:
On (B)(6) 2015 a patient was treated with conformable gore® tag® thoracic endoprostheses. An antegrade approach was utilized as part of a hybrid procedure. The devices were implanted as follows: (B)(4) proximally. The patient did well following the procedure. On (B)(6) 2015, follow-up images were taken. On (B)(6) 2015, images were received and read by gore imaging services, showing previously implanted ctag devices. A reintervention procedure was planned for (B)(6) 2015, to address a tear, seen distal to the devices. On (B)(6) 2015, a reintervention took place whereby the ctag graft was extended with a tgu322610 and the distal aorta was lined with a cook dissection stent. The outcome was good with minor blush backflow filling of the true lumen from the false lumen, but this was noted to be inconsequential, and expected to resolve as the aorta remodels and the cook dissection stent expands a little more.

Manufacturer narrative:
Additional and corrected details added.

Event description:
Additional and corrected details: the hybrid procedure on (B)(6) 2015 included open ascending aortic arch repair and debranching. Then the ctag components were deployed via conduit in this antegrade manner. On (B)(6) 2015, images were received and read by gore imaging services, showing previously implanted ctag devices. A reintervention procedure was planned for (B)(6) 2015, to address a tear, seen distal to the devices. It is not known what caused this tear, but it was reported to be possible that the ctag device caused the tear, since the uncovered apices were at the site of the tear. Initially it was stated in a communication from gore imaging services that the devices appeared to have been deployed in the false lumen, but this was found to be incorrect.

Manufacturer narrative:
Results code: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Results code: the imaging evaluation stated the pre-reintervention CT's dated (B)(6) 2015 showed a tear distal to the implanted device. The images provided do not allow for evaluation in relationship to this event. Conclusion code: according to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.